Manufacturer narrative:
The returned sensor was evaluated. During inspection, the sensor failed continuity testing due to an open on the green conductor, along the length of the cable. When tested with known good lab equipment a ¿sensor off patient" error message was displayed.

Event description:
The customer reported intermittent readings and no readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Brand name was corrected from m-lncs dc-I to rainbow rc-4. PMA/510k # was corrected from (B)(4). Model # was corrected from 2501 to 2406. Catalog # was corrected from 2501 to 2406. Lot # was corrected from k16axh to 15kzf. Device manufacturer date was corrected from 01/23/2016 to 10/29/2015.